Manufacturer narrative:
Visual, functional, and scanning electron microscopy (sem) analysis were performed on the returned device. The reported difficulty to remove and material separation were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on observations from the returned analysis, the reported difficulty to remove the guidewire and material separation was confirmed. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
Additional information was received indicating that resistance was met as the guidewire seemed to drag and catch within the interior of the dispenser hoop during removal. No additional information was provided.

Event description:
T was reported that prior to use, during removal of the pressurewire x wireless device from the dispenser hoop without resistance, the device broke into two separate portions. The device was not used in the patient. Another pressurewire x wireless was used to complete the procedure. There was no patient involvement and there was no reported clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.